Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted:(B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 concentration at 200 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that whole system was replaced on (B)(6) but patient didn't have same response with baclofen- withdrawal symptoms per the hcp and noted a sharp angle by anchor. No environmental/external/patient factors that may have led or contributed to the issue were reported. Performed diagnostics/troubleshooting was computed tomography scan, catheter access port (cap) aspiration was attempted but it was not successful and x-ray. The patient went back to operation room (B)(6)- the hcp attached the original spinal segment from 2005 to new pump segment from (B)(6) 2018 as there was a sharp bend by anchor. Pump segment was partially explanted during a whole system change (B)(6) and spinal piece segment was left in place. At the time of this report, the issue had resolved and patient status was alive- no injury. No further complications were reported.